Event description:
The device was used during a unspecified digestive procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.